Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 900996010. Model/catalog description: control pump fgs iz. D4 unique identifier (UDI): (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 906040008. Model/catalog description: balloon fgs 61-70 cm. D4 unique identifier (UDI): (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted and replaced. There were no additional patient complications reported.